Manufacturer narrative:
As the drill bit is used in the attachment the plastic material at the top of the drill can be worn away. Over time as the attachment is being used and the plastic material is being built up (during subsequent uses of different drill bits in the attachments) this could cause a drill bit to stall and snap.

Event description:
It was reported that during an operation in the femur, the drill bit snapped. The unretrieved part of the drill bit was left in the bone, however the surgeon had no concerns regarding this.